Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07482, 3006705815-2019-02437, 1627487-2019-07488. It was reported that the patient experienced an invalid contact. The patient had surgical intervention in which the patient had two leads and two extensions removed. The patient had one lead implanted and plugged into the existing ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information obtained, a single definitive root cause could not be conclusively determined.